Event description:
The patient could not adjust her stimulation. A power-on-reset (por) condition was reported and a 'call doctor: por' icon message was seen on the patient programmer: additional information was requested. Please see MFR report #: 3004209178-2010-04734.

Manufacturer narrative:
(B)(4).